Event description:
A customer reported experiencing a cartridge alarm 30, which led to an elevated blood glucose level of 423 mg/dl. The customer addressed the high blood glucose by administering a correction bolus using the pump, and there was no need for assistance from a third party. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The customer intends to use multiple daily injections as a backup therapy to prevent disruption in insulin delivery. Technical support agreed not to issue a loaner pump until the customer returned an unreturned RMA, with plans to follow up once the RMA was sent back.